Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won¿t power up) was confirmed. Upon investigation, the rear response button was unplugged and damaged. The root cause of the non-functional response button cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor does not power up.